Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a kinked cannula. Per reporter, the patient's blood glucose reading was over 400 mg/dl. The patient noticed the kinked cannula upon removing the site. The infusion set had been placed on the abdomen, where the patient reported having significant scar tissue. The cassette had to be changed earlier than expected due to the kinked cannula. No symptoms were reported.

Manufacturer narrative:
A4 - weight: updated. D3 - postal code: updated. D4 - primary UDI number: corrected. D7a - single use device: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.